Manufacturer narrative:
Patient weight was approximated and now provided. A software investigation was completed and found the registration protocol is not very good and mr scanning of the patient is being distorted due to large ear defenders being worn while scanning. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols. A medtronic representative, following up with the site, completed training with the site regarding imaging protocols and registration techniques.

Manufacturer narrative:
Patient weight not made available from the site. On 04/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site physician alleged a 5 millimeter inaccuracy occuring while in a cranial procedure, a vertek biopsy. The inaccuracy was noted during navigation. Upon analysis of the scan, and registration, the medtronic representative determined the registration was not to proper protocol. The surgeon and radiology are using ear defenders on the patient, which is distorting the skin. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.